Event description:
New information noted that the patient experienced another episode of oversensing of post paced t-waves, since device reprogramming on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing shortness of breath while exercising. Review of the stored episodes showed the implantable cardioverter defibrillator was oversensing post paced t-waves intermittently. The device was reprogrammed. The patient was feeling fine post device programming.